Event description:
Problem with complete moisture plus contact lens solution with night and day contacts. For months, my eyes have been red, gritty full of gunk in the morning and I noticed that at times my vision was not as clear as it should be. My eye doctor was not concerned and recommended I clean them more often (using clear care) and possibly take the lenses out when sleeping. Short term relief only, symptoms always returned. An allergy was suspected. Twenty (24) hours after I threw out the complete my eyes have none of the former problems. I only use clear care for cleaning and a lens lubricant occasionally. The product caused all the problems. Dose: 2-3ml. Freuency: daily. Route: ophthalmic. Dates of use: 2005-2007. Event abated after use stopped: yes. Diagnosis: as a cleaning/wetting solution.